Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing resulting in inappropriate pacing, inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy resulting in therapy exhaustion. Technical services (ts) reviewed a copy of the device memory and recommended revising the right atrial (ra) lead or reprogramming the rate cut off for therapy. Ts also recommended imaging of the system. Besides receiving inappropriate therapy, no adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing resulting in inappropriate pacing, inappropriate anti-tachycardia pacing (atp) and inappropriate shock therapy resulting in therapy exhaustion. Technical services (ts) reviewed a copy of the device memory and recommended revising the right atrial (ra) lead or reprogramming the rate cut off for therapy. Ts also recommended imaging of the system. Besides receiving inappropriate therapy, no adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned as the device remains in service, we have determined that the reported allegations are a known inherent risk with use of this product. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Device history review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device analysis: this device remains implanted and as such, physical analysis has not been conducted in our laboratory. If the device is returned for evaluation in the future analysis will be conducted and a supplemental report will be submitted. Risk review: a risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this device remains implanted. As such, physical analysis has not been conducted in our laboratory. Based on our investigation we concluded that the clinical observations are a known inherent risk of the product.